Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use of a cl-07690. While injecting the contrast medium with a syringe, the sideport cracked under pressure at the fixation point of the sheath. There was no report of patient death, complications or injury. There was a delay of interruption in therapy noted with no harm to the patient.